Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 32 mm in diameter and 15 mm in length. The proximal aortic neck was angulated 45 degrees. It was reported that during the index procedure, a proximal type I endoleak was observed on the final angiogram. The physician remodeled the proximal seal zone of the stent graft with a balloon; the proximal type I endoleak slowed but still persisted. The physician elected not to perform further intervention because the patient had already been on the operation table for 3.5 hours. The physician plans to reverse the heparin and do a follow-up cta scan before the patient is being discharged. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy. No clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information was received for this case. The follow up CT scan done approximately seven days after the index procedure revealed, the proximal type I endoleak was still observed. The patient received treatment. The physician implanted a bare metal stent from another manufacturer at the level of the suprarenal struts of the bifurcate stent graft and extended to about first 2 to 5 mm of the stent graft fabric. The proximal type I endoleak did not resolve. There are no further plans for treatment. The physician stated that the patient's short, angled, large, and conical aortic neck was the cause of the persistent proximal type I endoleak. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.